Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the 8mm mega suturecut needle driver instrument was observed to have a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega suturecut needle driver instrument associated with the customer-reported complaint. The instrument was analyzed and a system test was performed to confirm product was returned in an expected/acceptable condition. No product issue was identified, and the product is considered conforming in its current state. Additional observation not reported by site: the instrument was found to have corrosion/contamination on the bearing for both grip axis 6&7 at the proximal end. It was also found to have corrosion/contamination on the bearings for pitch axis 5 at the proximal end. The grip input disk bearing has oxidation, characterized by orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.